Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17711850 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The powerflex extreme 9 x 4 80 cm balloon would not deflate after use. Also noted, while inflating the balloon, liquid comes out of the end of the balloon catheter as well. No patient injury reported and product will be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped per IFU. The device prepped normally (i.e. Maintain negative pressure). Contrast media used was omnipaque. The contrast to saline ratio was 50/50. Inflation device used was a syringe. The same indeflator was used successfully with other devices. There was no any resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. Vessel / lesion characteristics was stenosis. The lesion was not calcified. There was vessel tortuosity. The percentage of stenosis was 70. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The balloon maintained pressure during inflation. The balloon did not deflate normally, it did not deflate at all. The balloon did not deflate. The balloon catheter did not kink while being used. The balloon catheter was not removed easily. The balloon catheter did not remove easily, it was pulled out inflated. The product was removed intact (in one piece) from the patient. There was no patient injury. The patient is currently doing fine.

Manufacturer narrative:
The following sections have been updated accordingly: the powerflex extreme 9 x 4 80 cm balloon catheter (bc) would not deflate after use. Also noted, while inflating the balloon, liquid comes out of the end of the balloon catheter as well. No patient injury reported. Vessel/lesion characteristics was stenosis. The lesion was not calcified. There was vessel tortuosity. The percentage of stenosis was 70%. The device was not used for a chronic total occlusion (total occlusion greater than 3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped per instructions for use (IFU). The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 50/50. Inflation device used was a syringe. The same indeflator was used successfully with other devices. There was no any resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The balloon maintained pressure during inflation. The balloon did not deflate normally, it did not deflate at all. The balloon did not deflate. The balloon catheter did not kink while being used. The balloon catheter was not removed easily. The balloon catheter did not remove easily, it was pulled out inflated. The product was removed intact (in one piece) from the patient. There was no patient injury. The patient is currently doing fine. The product was returned for analysis. One non-sterile powerflex extreme 9x4 80cm bc was returned. Per visual analysis the balloon had already been inflated. No other anomalies were noted. Per functional analysis pressurized water was applied to the catheter using an indeflator (lab sample) and a leakage was noted in the inner lumen and the balloon could not be inflated. Per sem analysis the rupture revealed evidence of material deformation and elongations that suggest the application of a force by an unknown object from the inside to the outside of the powerflex inner body; that induced the material deformations and the perforation observed. The puncture observed did not reveal evidence of a cutting edge. No other anomalies were noted during sem analysis. A product history record (phr) review of lot 17711850 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage¿ was confirmed through analysis of the returned device. The exact cause of the leakage could not be determined during analysis. Based on the information available for review, vessel characteristics (tortuosity and a rate of stenosis of 70%) may have contributed to the leakage as evidenced by material deformation and elongations that suggest the application of a force by an unknown object from the inside to the outside of the powerflex inner body noted during analysis. The reported ¿balloon deflation difficulty - unable to¿ was not confirmed through analysis of the returned device. The exact cause of the deflation difficulty could not be determined during analysis due to the condition of the returned device. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.